Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s nurse reported via phone call that they were admitted to emergency room due to high blood glucose on an unknown date. The customer's blood glucose level was 368 mg/dl. Customer¿s nurse declined to trouble shoot the issue. The insulin pump will not be returned for analysis.